Event description:
The hcp reported a loss of therapy benefit; the pt had experienced increased tremor on the right side of the body subsequent to a fall or other trauma (date of the event was not given). The fall had been deemed unrelated to stimulation therapy. System interrogation had revealed high impedance readings; all combinations with the number zero contact was greater than 2000 ohms and a fracture of that electrode had been suspected. The left-sided battery had originally been programmed to 3+ and 2- settings. The amplitude was reprogrammed from 2.4 to 3.5 v, with no efficacy detected. Therapy impedance readings were 1754 ohms, the current had been 13. No baseline impedance values were available for comparison. The hcp was advised to obtain an x-ray of the ins, extension and leads areas; it was unk if surgical revision would be required. The hcp indicated they would consider reprogramming "based on other combinations that were within range" and would obtain an x-ray exam looking for device damage.